Manufacturer narrative:
H6: annex d or fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device, packaging tray, and an open pouch were returned in a large yellow bag. The pouch was open from 3 of 4 sides and the open sides of the pouch were taped with clear tape. Upon return, traces of contamination were observed on the ribbon. It was also observed that the ribbon was creased when returned. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: no reading (red electrode), 19.7 ohms (red with clear tube electrode), 19.6 ohms (blue electrode), and 17.6 ohms (blue with clear tube electrode); all electrodes within specification except red electrode that had no reading. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode/noise test. The electrode check failed immediately upon connection, the vocalis 2 resulted in ¿off/x¿ red screen mark. During the functional test, the ¿lead off detected¿ error was also observed on vocalis 2. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim-standard and contact emg endotracheal tubes, product description:8229306). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, emg tube failed to work when connected with nim. Patient was extubated and new tube was inserted, it worked. There was no patient injury reported.